Event description:
It was reported this filter was placed via the right femoral approach. Slight leg asymmetry of the filter legs was noted at the time, however, the physician felt the pt was adequately protected at that time and a second filter was not placed. One day post filter placement the pt expired from a pulmonary embolus. Thrombus was noted in the left femoral/popliteal. It was indicated the filter was flushed once when taken out of the package and once prior to placing the filter over the wire. These factors may have contributed to this event. However, without further details co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter...the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...im most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."